Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 3.8; doctor's poc: 3.3. Tests were taken two hours apart.

Manufacturer narrative:
Investigation pending.